Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: one complaint sample of reservoir bulb was received for evaluation, product was inspected visually and found that connection port of the bulb was short around 5~6 mm and there were some visible cut marks present on the section area. During investigation of the complaint, batch manufacturing and retained sample review could not performed, as the lot number of the complaint was unknown. Retention sample is not checked, as lot no. Of the complaint is unknown. It is suspected that, connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible. As standard practice, 100 % functional test and 100% visual inspection was carried out, visually before and after packing of finished goods, prior to the product release. No scoped to miss such defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Unk qty to be returned : is 1 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. After surgery, the surgeon tried to apply suction, but it did not work, and another product was used. There were no adverse consequences to the patient. Additional information has been requested.